Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by color change in fluid while draining. The cause of the events were unknown. It was not reported if the patient was hospitalized for the events. On an unknown date, the patient was treated with meropenem injection (1gm, discontinued) for peritonitis. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. No additional information is available.